Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found the haptic bent/deformed; foreign material on lens surface (red and clear residue on lens) and the lens missing a piece of haptic. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -11.5/+1.5/091 diopter, into the patient's right eye (od) on (B)(6) 2017. On 01-nov-2017 the lens was exchanged with a smaller lens due to excessive vaulting. The problem was resolved.